Event description:
Material: unknown. Batch: unknown. It was reported that - administration site rash. Verbatim: administration site rash. Chloraprep. Received via: email. External reference # (B)(4). Dup check conducted with not file located in tw.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that - administration site rash. Verbatim: administration site rash. Chloraprep . Received via : email. External reference # (B)(4). Unable to open attachment. Dup check conducted with no file located in tw. (B)(6) 2022: thank you for your email, I hereby confirm receipt. Please kindly note that this report will be filed as no new information to (B)(4).

Manufacturer narrative:
Bd was unable to perform a thorough investigation as no samples or photos were provided for evaluation. A probable root cause could not be defined at this time. A production record review was completed for batch/lot 1075444 and no non conformances were identified during the manufacturing of this lot. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below.